Event description:
Device trigger activated prematurely, resulting in filter being deployed in wrong location. Position ok for blood flow so filter left in place. Required return to o.r. Next day for placement through another entry.